Event description:
During a radiofrequency ablation procedure to treat premature ventricular contractions and ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that irrigation port on catheter's handle was broken and leaking during procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Event description:
During a radiofrequency ablation procedure to treat premature ventricular contractions and ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that irrigation port on catheter's handle was broken and leaking during procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.